Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve was replaced to resolve the oil mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil mist issue, and system risk analysis (sra). Trending analysis of the oil mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return. The assignable cause of the oil mist issue is the oil return valve. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Details of the service resolution are pending and asp will continue to follow-up for service resolution. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.